Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes. The event was detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-ez1500 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited foreign objects in the nozzle. Ther event had occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.